Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multiorgan failure follow by sepsis, followed by intracranial bleeding. The death was not considered device or therapy related. The patient suffered from a progressive refractory multiorgan failure which was followed by a sepsis not based on driveline infection or device and followed by an intracranial bleeding which was related to the sepsis and the outcome at least. The left ventricular assist device (lvad) performed as expected. No autopsy was performed. The pump was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.